Event description:
It was reported by the affiliate that the (1) ets was used during an unk procedure. It was reported that the jaws would not open upon the second firing. The case was completed with another instrument and there was no consequence to the pt.